Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. Device was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error, she cleared the alarm but every time she would try to program a bolus, the numbers would keep scrolling. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 201 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.